Event description:
During an in-clinic follow-up, increased capture threshold, far-field r-wave oversensing (ffrwos) and decreased pacing impedance were observed on the right atrial (ra) lead. The device was reprogrammed as an interim resolution. Technical services was contacted and provided additional reprogramming recommendations. No additional intervention has been performed. The patient is stable.